Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was inoperable and ineffective stimulation due to lead migration. Surgical intervention was undertaken during which the system was explanted and replaced. Effective therapy was confirmed.